Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the surgeon informed her that the cassette was not irrigating or aspirating during a cataract procedure. The phaco tip was changed and there was no improvement. The issue was resolved by replacing the cassette. The procedure was completed and there was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot and the first reported for this issue. A review of the device history records indicates the order was built to specification. It was reported that the cassette was not irrigating or aspirating during surgery. A used cassette in a tray was returned and was visually inspected. No defects were observed. Both irrigation and aspiration luers were intact. The returned sample was functionally tested using a console. The sample was recognized, could prime, tune and the service data was retrieved successfully by the console. The irrigation and aspiration flow rates were within specification. No occlusions or leaks were detected and the sample functioned within specification. The root cause of the customer's complaint could not be established; as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).